Event description:
Pt presented for elective removal of nonfunctioning portal catheter. Upon removal by physician it was noted that distal portion was retained in pt. Attempt at retrieval was done by the interventional radiologist without success. A cardiovascular surgeon was then called and the pt underwent attempted removal utilizing a right internal jugular and left subclavian vein cutdown. The catheter was noted in the left subclavian vein and superior vena cava. The catheter fragment appeared to have been adhered firmly to the vein but did not migrate despite multiple manipulations. The pt and family refused open thoracotomy for retrieval at this time.